Event description:
Patient was revised due to metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/15/16- pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs alleges popping in hip joint, substantial pain, elevated metal ion levels, emotional distress. There is no new additional information that would affect the existing investigation. It should be noted that the litigation for the right asr hip has been dismissed.